Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: warnings: do not use on irritated or compromised skin. Do not cover fresh surgical wounds with the device. Do not use the device with any material or in any position that does not allow for sufficient airflow. To avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Precautions: not recommended for users who are: agitated, combative, or uncooperative and might remove the device. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Do not use barrier cream on the penis or public skin around the base of the penis when using the device. Creams may impede suction or weaken adhesive. Proceed with caution in users who have undergone recent surgery of the external urogenital tract, penis, or public area. Always assess skin for compromise and perform perineal care prior to placement of a new device. Recommendations: perform each step with clean technique. Assess product placement and user¿s skin every 2 hours or per hospital protocol. Change suction tubing per hospital protocol or at least every thirty (30) days. The DHR review could not be performed without a lot number. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick male external catheters edge of pouch insertion hole caused a pressure injury to the shaft of patient's penis. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick male external catheters edge of pouch insertion hole caused a pressure injury to the shaft of patient's penis. No medical intervention was reported.